Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor shutting down was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 3 days (31may2021 ¿ 01jun2021, 22jun2021 per time stamp). The events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 between 05:57:47 ¿ 05:57:55, the motor speed was adjusted from 3500 rpm to 3400 rpm. At 05:58:11 a system shutdown was initiated; however, a system started message was not logged. The motor speed was adjusted again at 05:58:24 to 0 rpm before a system shutdown was initiated again at 05:58:44 and was power cycled. There were no other notable events active in the log file. The centrimag motor was returned for analysis and was tested with the returned and associated centrimag 2nd generation primary console and flow probe as well as test equipment and a mock loop. The reported event was unable to be duplicated or verified. The motor was able to be run for extended operation and there were no observed issues at any point. A full functional checkout was performed, and the unit passed all tests. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: l05662-0014) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a console and motor were being sent for evaluation due to shutting off. Related manufacturer report number of console: 3003306248-2021-02983.